Manufacturer narrative:
The medical center did not return any of the impella rp product or sheath. The root cause for the access site bleeding could not be determined. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation into the access site injury is on-going at this time. Upon completion of the investigation, a final report will be filed.

Event description:
There was a patient admitted with a pulmonary embolism after a hip surgery. Due to a need for hemodynamic support due to right sided shock, and impella rp was placed via the right femoral vein. The team observed an access site bleed at the rp insertion. The bleed was due to a dissection. The team made the choice to abort the rp and placed the patient on ECMO support and repaired the venous dissection and gave the patient 2 units of blood products.